Manufacturer narrative:
This MDR was identified as requiring submission during a two year retrospective review. This complaint was opened as a duplicate to submit the MDR due to a pathway error. The initial report number was (B)(4). Failure analysis (fa) received a vela front panel assembly. The front panel was installed into a functional vela unit and powered in service mode for testing. Performed touch screen calibration and the touch screen was responsive to input. The reported problem of unresponsive touch screen was duplicated. There is visible water ingress into the resistive touch screen. No patient involvement was indicated. This is considered a known issue and addressed with an internal action. The vela front panel assembly was scrapped.

Event description:
The customer indicated touch screen is not responding when touch. There is big spot on screen. Vela respirator has fault with touch screen problem. There is huge spot on screen. And screen is not responding when we touch. No patient involvement, the issue was discovered during testing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrections: b)(4). Remove ps within the catalog number on supplement 001.